Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our japanese affiliates, during implant of a 23mm sapien 3 ur valve, leaflet sticking occurred. Due to this event, emergent valve in valve procedure was required. Directly after the 1st valve was implanted and post-dilation was executed, hypotension was noted. The observation through tee was executed while cardiac massage was applied. As the hemodynamics became stable, severe central ar was observed. Two leaflets seemed to be stuck. It was decided to execute the emergent valve in valve procedure. As the sinotubular junction (stj) diameter was narrow and left coronary artery (lca) height was 11mm, there was a risk of coronary obstruction. The balloon catheter was inserted in the lca for protection. After the 2nd valve was implanted, blood flow to the lca was confirmed and the balloon catheter was about to be removed; however, the balloon was not able to be withdrawn through the frame of the 1st and 2nd valves. Several attempts were made to remove the device percutaneously; however, it was unsuccessful, and the procedure was converted to open surgery. The balloon catheter was able to be removed.

Manufacturer narrative:
A supplemental MDR is being submitted for a completion of the no product investigation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. Review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3ur thv, japan IFU was reviewed. Warnings include: 'when considering tav in sav or tav in tav, do not use this product for the following conditions: [insufficient improvement of hemodynamics and/or coronary artery occlusion may occur.]' A review of edwards lifesciences risk management documentation was performed for this case. This event reports a negative device interaction associated with a non-edwards device which did not contribute to any edwards device/procedure hazardous situation. As such, potential risks associated with this event are not evaluated in the sapien 3 ultra resilia risk management file. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for interventional device interacts with non-edwards device was unable to be confirmed due to unavailability of medical records and imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, 'as the stj diameter was narrow and lca height was 11mm, there was a risk of coronary obstruction. The balloon catheter was inserted in lca for protection. After the 2nd valve was implanted, blood flow to the lca was confirmed and the balloon catheter was about to be removed; however, the balloon was not able to be withdrawn through the frame of the 1st and 2nd valves.' In this case, the second valve deployment could be expanded more for the first valve (or pre-existing valve) in diameter. In additional, patient had narrow stj, which was provided less space for valve to expand. The combination of these procedural and patient factors could lead to the balloon catheter to trap in between 2 valves and stj wall. As such, available information suggests that procedural factors (deployment technique) and/or patient factors (narrow stj) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.